Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he experienced inaccurate sensor readings. Customer stated the last two sensors he used were reading low when and the insulin pump would go into threshold suspend but his blood glucose was 80 to 100 mg/dl. One sensor read 58 mg/dl while blood glucose was 108 mg/dl. Customer also reported that the day of the call the sensor glucose was showing 64 mg/dl and blood glucose was 203 mg/dl. Troubleshooting was done and customer was advised about the recommended insertion and calibration process. Blood glucose by the end of the call was 199 mg/dl and sensor glucose was 88 mg/dl with double arrows going up.